Manufacturer narrative:
All of the buttons functioned properly. However, corroded keypad traces were noted. No button error alarm was noted. No battery cap anomaly could be verified due to the insulin pump being received without the battery cap. The insulin pump was received with cracked battery tube threads, broken belt clip slot, cracked reservoir tube lip, cracked case near the display window corners, and a missing end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The mother reported via phone call that the customer had a button error alarm. The customer's blood glucose was 7.5 mmol/l. The customer could not recall any significant events leading to the alarm. It was also found the battery cap was difficult to remove on the insulin pump. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.